Event description:
Information was received from a patient with an implantable neurostimulator for fecal incontinence and gastrointestinal/pelvic floor . The patient reported she is still having episodes. She stated her implant just does not seem to work for her symptoms that much. The week prior to calling, the patient saw her physician and the nurse turned the stimulation up to 2.5 v and she is still having episodes and is feeling frustrated. The patient confirmed she was feeling stimulation in the correct area and then wanted to know if she could increase stimulation more. The patient increased to 3.0 v and stated stimulation was comfortable. She was advised to monitor symptoms on the current setting and could change programs if it didn't help. The patient called back later and said that the setting at 3.0 v was too strong, her legs felt funny and did not feel good. She felt uncomfortable stimulation. The patient was assisted in turning the stimulation back down to 2.8 and this was comfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.